Event description:
It was reported that a patient presented remotely on (B)(6) 2021 with an alert from (B)(6) 2021 for high and out of range pacing impedance on their left ventricular lead. It was also noted that capture thresholds on the lead had increased, resulting in a switch to high output mode. No intervention was reported.